Manufacturer narrative:
The reason for reoperation: deflation and capsular contracture, baker grade iii. Visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation and capsular contracture, baker grade iii. Device remains implanted.